Manufacturer narrative:
(B)(4), labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - e1803 nodule.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the pediatric patient experienced a skin reaction with inflammation, drainage, a lump and an infection, at the needle puncture site, which occurred an unknown number of days after the sensor had been inserted in the arm. The patient was brought to the emergency room and was given a prescription for co-amoxiclav, an oral antibiotic, to be taken for 7 days. After a few hours the patient was sent home. At the time of the report the skin reaction had healed. No additional patient or event information is available.